Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during cholecystectomy the clip was unformed. Another device was used to complete the case. There was no adverse consequence to the pt.